Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The reported condition was confirmed. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an early capsule detachment. Technical support logged in to the customer's computer and copied the study and sent in for review. The patient had a pre-existing condition of hiatal hernia, but there was no patient and user harm, and a repeat procedure was necessary.